Manufacturer narrative:
Batch review performed on 29 january 2026. Gmk-spherika 02.12. E003rp gmk-sphere resurfacing patella e-cross - s3 (k202022) lot 2411322: (B)(4) items manufactured and released on 05-jul-2024. Expiration date: 06-jun-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: dislocation is a possible literature-described adverse event after primary joint arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.

Event description:
At about 11 months from the primary, the patient came in due pain as a result of chronic dislocation of the patella and the cause is unknown. Previous dislocations corrected with reduction. The surgeon revised the femur, tibial component, and insert from gmk-spherika to gmk-revision to address the dislocations. The surgery was completed successfully.